Event description:
Customer reported a recurring malfunction issue characterized by "malf 12" displayed on the pump. There was no reported adverse impact on customer's blood glucose level due to this malfunction. Reportedly, the customer continued to use the pump for insulin therapy.